Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed atrial noise reversion due to af rhythm being picked up on the atrial lead. No changes or intervention was reported. There were no patient consequences.